Manufacturer narrative:
Product event summary: analysis confirmed the reported event; board connectors not closed and adhesive missing on the main printed circuit board. Analysis also found the upper case, lower case, and two side bail covers are broken. Battery release, lead flex cover, and battery flex are contaminated. Battery contacts are compressed, battery drawer o-ring is missing, encoder flex is damaged, and one case screw is missing. It is noted adhesive was also missing from the keyboard pad flex's and damage of encoder flex from the device being tampered with.

Event description:
It was reported that the liquid crystal display (lcd) on the external pulse generator (epg) had missing segments. Therefore, the epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.